Event description:
It was reported that the patient presented during clinical follow-up. Upon investigation, it was noted that the right ventricular lead was found dislodged. The reported lead was repositioned on (B)(6) 2022. The patient was in stable condition.